Event description:
Customer called to report the buttons were not responding properly and the display was frozen. High blood glucose's were treated with a bolus before. It was stated that the customer was wearing the pump in the pocket. Device was not dropped or bumped. Troubleshooting was performed. The buttons did not respond. Customer had a back plan of manual injections.